Manufacturer narrative:
A review of the production records and existing vigilance data was conducted by the manufacturer. The findings of rayner intraocular lenses limited's reviews can be found below; our review of production records for the sulcoflex multifocal 653f iol batch 051e23144 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirmed that no other incidents, of a similar nature, have been received against the sulcoflex multifocal iol batch 051e23144.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a sulcoflex multifocal 653f intraocular lens (iol). The event description provided states "during injection the doctor experienced difficulties with the plunger. When the iol opened in the eye the doctor observed a fracture at the iol optics center". (B)(4).